Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. As noted, no image was found during the evaluation due to a leak found in the cable, causing the unit to fail the leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus 4k camera head due to an unspecified imaging issue noted during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that no image was present due to a damaged cable. This report is being submitted to capture the lack of image discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.